Manufacturer narrative:
Additional information received indicated:approximately thirty-three and a half months post rvad implantation, the patient was admitted to the hospital with a four day history of respiratory distress related to fluid volume overload. He was treated with aggressive diuretics and eventually progressed to room air. At this point, the research coordinator noted that both of the patient's vads were functioning well. While still hospitalized, the patient dropped his lvad patient pack on the floor. This resulted in a controller electrical fault and a subsequent vad stop alarm a few minutes later. The vad coordinator attempted to manipulate the driveline and exchanged the controller numerous times but this did not resolve the issue. They also attempted to re-start the pump from the monitor without success. The patient was started on dobutamine, levophed, epinephrine and vasopressin infusions. Throughout this event, his rvad continued to operate normally. An echocardiogram revealed a left ventricular ejection fraction of 20% with no aortic valve opening. The patient was subsequently intubated and sedated. The treating physician did not feel that the patient was a candidate for pump exchange and he expired in the ICU several days later. The family declined an autopsy and the device remained implanted in the patient post-mortem. The cause of death listed on the death certificate is cardiogenic shock and lvad failure. The treating physician believes that this death is related to the device, but only as a result of the trauma that the patient experienced to his driveline.

Event description:
This was a patient on bivad support who approximately thirty-three months after lvad implantation dropped his lvad patient pack to the floor. He experienced controller electrical fault alarm followed by a vad stop. The hospital attempted several options by switching controllers back and forth without any success. The patient began decompensating and was not a candidate for a pump exchange. The patient was transferred to the intensive care unit (ICU) were he expired the same day. Investigation is ongoing.

Manufacturer narrative:
The product was not returned to heartware. Review of the manufacturing documentation confirmed that hw1022 met all requirements for release. The reported event was confirmed via review of the controller log files, which showed multiple "vad stopped/vad disconnect" alarms and "electrical faults"alarms around the time of the event. The cause of the disconnection cannot be conclusively determined. (B)(4). No additional information will be forthcoming.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.